Event description:
Reporter stated that a nursing home patient was transferred to their facility after experiencing multiple hypoglycemic events, resulting in loss of consciousness. Reporter indicated that the nursing home staff had been basing patient's insulin dosage on results obtained on patient's blood glucose monitor. Reporter noted that, upon arrival in the hospital, patient's blood glucose results continued to be elevated on the hospital's blood glucose device (values not provided). A blood glucose lab test was ordered, which revealed patient's blood glucose to be in the 40 mg/dl range. Reporter noted that patient has been ingesting a maltose containing food additive, designed to prevent patient from choking on food. Technical support requested additional information about the additive, patient, and instruments in use; however, reporter refused to provide additional information. Technical support then asked to speak to lab personnel about the products in use; again, reporter refused to connect technical support to the laboratory. Reporter noted that as far as the lab is concerned, the suspect device is operating properly. Addtionally, reporter stated that the facility does not have the time or manpower to investigate this situation. Patient's current condition: not provided. No product was returned to the manufacturer for evaluation.